Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Future explant date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 37-year-old female who had unknown smooth mentor saline prostheses placed experienced spontaneous bilateral deflation post procedure. The deflation was diagnosed through a visit to the physician¿s office. As a result, an explant is scheduled on (B)(6) 2022. See 1645337-2022-08176 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on october 3, 2022. The implants were 550cc mentor saline. Replacement with 425cc silicone implants was performed with explant. Manufacturer¿s reference number: (B)(4).